Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received only the connector portion was returned in one piece. Visual examination found one external insulation abrasions breaching the outer insulation at the proximal region consistent with friction to the device can. Other damage found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.